Manufacturer narrative:
Results evaluations codes: smiths medical intl reports that we are unable to conduct any analysis to establish a definitive root cause as the samples were not retained. Investigation of this complaint was based upon the following: the complaint investigation report. The complaints history for this product. The product instruction leaflet. A review of our complaints history confirmed this to be the first complaint for this product lot. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line. Without the sample for analysis, we are unable to assign a definitive root cause for this complaint. It is stated that the products were tested prior to use and became deflated two hours following insertion. As such, this incident is unlikely to be the result of an assembly fault. We feel the most likely cause for this incident is that the cuff became damaged following insertion, probably on the tracheal cartilage, resulting in the cuff deflation. This report has been logged for trending.